Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the balloon and inflation lumen and contrast in the inflation lumen. The balloon was loosely folded with a longitudinal tear in the entire length of the balloon. There was no other damage noted to the balloon catheter. There were no scratches found. Scanning eletron microscopy (sem) indicated the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface with a longitudinal line and tearing observed along the inner surface. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no reported leak to the balloon catheter noted during preparation, which would suggest that the balloon was not damaged prior to use. In this case, it is likely that the balloon interacted with the anatomy (mild calcification) during advancement which subsequently contributed to the balloon rupture. Additional information was requested to determine what pressure the balloon was inflated to during the first inflation; however, no information has been received. It is possible that the balloon may also have been pressurized to 18 atmospheres during the first inflation which is the rated burst pressure (rbp) for the voyager nc balloon dilatation catheter. A review of the finished product lot history records did not reveal any nonconforming material records and no other incidents have been reported for this lot. In this case, the reported inflation issue resulted from a balloon rupture which appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during use. Adverse event: none. It was reported that during a procedure within the mildly calcified mid circumflex artery, during the second inflation of the voyager nc, the balloon did not inflate properly at 18 atmospheres. The device was removed and another voyager nc device was used successfully. There were no reported pt effects. The analysis of the returned device identified the balloon rupture.